Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during the procedure two residents were working on the patient, one with a senn retractor and the other with an es pencil. The retractor was accidentally dropped and hit the es pencil tip while it was activating causing a burn on the patient's nipple. The area was sewn with a 3-0 monocryl suture and placed some betadine on the spot and everything was fine. The customer stated the incident was a total accident and had nothing to do with the es unit.